Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram, route and frequency were not reported), meropenem injection (1 gram, route and frequency were not reported), tobramycin injection (1 gram, route and frequency were not reported) and reflin injection (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient was still hospitalized and is recovering from the event. Pd therapy was ongoing. No additional information is available.